Manufacturer narrative:
Investigation pending.

Event description:
A potential false negative urine hcg result was reported with fisher-sure-vue hcg-stat srm/urine. The patient had a pelvic x-ray which showed a fetus. A serum sample was tested and the beta quantitative yielded a result of 17,835 miu/ml. Customer states he believes last month ~6/2, the patient's beta quant yielded 87,000. Customer states he believes the level of hcg "is decreasing". Serum also tested positive x 1 on lot hcg5120234.

Manufacturer narrative:
Customer's observation was not replicated in-house with retention product. Retention products were tested with hcg 20 miu/ml cutoff urine control and 4 high level of hcg urine controls, all results were hcg positive at read time and met qc specification. No false negatives were obtained. Manufacturing batch record review did not uncover any abnormalities. Root cause could not be determined based on the information provided by customer and without patient specimen in-house analysis. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.

Manufacturer narrative:
The medwatch follow-up #1 report included the incorrect patient code of 2159 in section h.6. The correct patient code is 3164.